Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to clogging of the nozzle, air supply and water supply volume did not meet standard value. In addition to the foreign object found in the nozzle, the evaluation findings are as follows: due to wear of angle wire, bending angle in the "up" direction did not meet standard value, due to wear of angle wire, the play of the "up/down" knob was out of standard value, the bending section cover had discoloration, the adhesive on the bending section cover had a crack, due to clogging of the nozzle, water removal ability did not meet standard value, the suction cylinder was shaved, because the suction cylinder was shaved, suction volume did not meet standard value, the objective lens had a crack and discoloration, due to dirt on objective lens, there was a lack of image on the monitor, the forceps channel port was shaved, the universal cord had a dent, scratch and wrinkle, the protector of the universal cord on the control section side and the scope connector side had a scratch, the scope connector had a scratch and corrosion, the electrical connector had corrosion and discoloration due to water leakage, the light guide lens had discoloration, the connecting tube had a scratch and discoloration, the grip had a scratch, the scope cover had a scratch, switch #1 had a scratch, the control unit had a scratch and discoloration, the ¿right/left¿ knob had a scratch, the ¿up/down¿ knob had a scratch and corrosion, the forceps elevator knob had a scratch, the forceps elevator lever had a scratch, and the switch box had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 18 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the foreign material could not be specified and it was unknown if reprocessing was practiced in accordance with instructions for use; therefore, a conclusive root cause could not be determined. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: operation manual: chapter 3 preparation and inspection, section 3.2 inspection of the endoscopic and section 3.6 inspection of the endoscope system: inspection of the endoscope: 9.inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function: inspection of the water feeding function: 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
The customer initially reported that the evis lucera gastrointestinal videoscope had poor air/water supply. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: a foreign object was found in the nozzle.